Manufacturer narrative:
(B)(4). Evaluation: returned for evaluation was a 40cc 8.0fr iab fos. The bladder came wrapped in bubble wrap. Blood was noted within the bladder membrane upon return. Dried blood was also noted on the one-way valve and fos yellow jacket cabling. The bladder appeared partially wrapped upon return. No kinks were noted on the central lumen. The fos connector and cal key were examined. The center post was properly seated in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue clam shell housing was examined and no abnormalities were noted. The cal key was intact. The bladder thickness was measured at six points with measurements within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. See other remarks section. Other remarks: the cal key and fos were connected to the iabp. The cal key was recognized. The pump status was ll pl indicating a potential broken fiber. The fiber was noted broken approximately 1.3cm from the distal tip of the catheter. The iab was submerged in water and leak tested. A leak was immediately noticeable from bladder membrane. Under microscopic inspection, a puncture consistent with damage from the broken fiber was noted approximately 1.3cm from the distal tip of the catheter. A 0.025in guidewire was front loaded through the luer end of the iab. Some resistance was met approximately 81.5cm from the luer end. The guidewire was not able to advance. Blood and debris exited with the guidewire. The guidewire was back loaded through the distal tip of the iab. Resistance was met approximately 1.0cm from the distal tip. The guidewire was able to advance. Blood exited with the guidewire. The guidewire was able to freely move through the catheter from either end with no resistance after clearing the central lumen of blood. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway is confirmed. The bladder had a puncture consistent with damage from the broken fiber which allowed blood to enter the helium pathway. The root cause of the broken fiber is undetermined.

Event description:
It was reported that a patient (B)(6) had a iab was inserted via a sheath in the left femoral artery without issue. Once in place, the pump began pumping off (EKG) electrocardiogram leads only as (ap) arterial wasn't present at very beginning; even with zeroing the (fos)fiber optix. Pressure readings were never present. Iab was pumping for approximately 10 min when blood then noted in driveline. The pump alarms high pressure. Iab then discontinued and a second iab was placed in left femoral over guidewire access without incidence through the sideport sheath in the second kit. The patient was then flown to an affiliate hospital. Additional information received on 20-may-2015: the patient is currently off the iab and on the step-down unit awaiting cardiac viability studies. There was a reported 5 minute delay in iabp therapy. Fluoroscopy x-rays were performed, but are not available for review.

Event description:
It was reported that a patient (B)(6) cm in height had an iab inserted via a sheath in the left femoral artery without issue. Once in place, the pump began pumping off (EKG) electrocardiogram leads only as (ap) arterial wasn't present at very beginning; even with zeroing the (fos) fiber optix. Pressure readings were never present. Iab was pumping for approximately 10 min when blood then noted in driveline. The pump alarms high pressure. Iab then discontinued and a second iab was placed in left femoral over guidewire access without incidence through the sideport sheath in the second kit. The patient was then flown to an affiliate hospital. Additional information received on 05/20/2015: the patient is currently off the iab and on the step-down unit awaiting cardiac viability studies. There was a reported 5 minute delay in iabp therapy. Fluoroscopy x-rays were performed, but are not available for review.

Manufacturer narrative:
(B)(4).